Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Manufacturer evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02884.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02884. It was reported the patient's scs leads migrated after the patient experienced a fall. An x-ray of the patient's system confirmed the lead migration. Surgical intervention is planned for a later date to address the issue.

Event description:
Device 1 of 2reference MFR report: 1627487-2014-02884

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02884. Follow-up identified the patient underwent surgical intervention to revise his scs system. The patient's scs leads were replaced with a different model lead. The procedure was reportedly extended approximately three hours due to dissecting of scar tissue in the epidural space. Additional follow-up identified a sjm representative met with the patient for a post-op appointment and successfully programmed the patient's scs system. The patient is reportedly satisfied with the results from the revision.